Manufacturer narrative:
(B)(4). Correction: the other eleven proglide devices referenced are filed under separate medwatch report numbers. Evaluation summary: visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: reportedly, cuff misses occurred with eleven proglide devices and an unspecified device failure occurred with one proglide device. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other ten proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred with ten proglide devices and an unspecified device failure occurred with one proglide device. The method used to achieve hemostasis was not specified. There was no reported adverse patient sequela. Although the name of the physician was provided, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.